Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 22 august 2022, for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report the clip opening while locked (cowl). It was reported that a patient presented with grade 4+ functional mitral regurgitation (mr). During a mitraclip procedure with an ntw, the clip opened from 15 degrees to approximately 35-40 degrees post deployment. The mr increased from trace to 1-2+. Mr was confirmed to be 2+ at discharge. The clip was stable, but the physician was dissatisfied. There was no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported mitral valve insufficiency/ regurgitation (recurrent mr) associated with the mr increase from trace to 2+ was due to the cowl. The cause of the reported unintended movement (clip open ¿ locked) associated with the cowl could not be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. Cine review: this event was reviewed by a staff engineer clinical r&d, and the reviewer stated ¿two (2) fluoroscopic still images and one (1) fluoro video of the reported device were provided. In all three cine, one fully deployed clip and distal tip of the sgc can be visualized; there is no cds in view. This indicates the images and video were taken post deployment of the reported clip. The clip is angulated relative to the fluoro view, such that the clip arm plane is visualized at an angle. Based on the video, the clip arm angle appears to be ~20° - 30°, slightly more open than the fully closed position (~10° - 20°) per the instructions for use; this is an estimation based on visual assessment with the naked eye and cannot be confirmed. The clip appears to be stable, with no further clip arm opening evident in the video. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made. There are no additional observations based on the video.¿ the device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).